Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 08/05/2025. An investigation was conducted on 08/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. No additional testing was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. The lot # 3000475738 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h11. The device was returned to the factory for evaluation on 08/05/2025. An investigation was conducted on 08/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. No additional testing was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. An manufacturing engineer evaluation was conducted 10nov2025. Evaluation details: ¿ the complaint was confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was switched to the on position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up. This is not normal. While the hemopro power supply continued to beep, the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position and the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. This result indicates there is an electrical short in the hemopro2 tool that is redirecting the electrical energy away from the heating element in the jaw of the complaint hemopro2 tool. ¿ next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. After opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that the sharp ends of the wires welded to the poly­ fuse were in contact with the insulation on one of the bulkhead cable wires that is welded to the normally open switch terminal. It was observed that the sharp ends of the wire welded to the poly-fuse had cut into and penetrated the wire insulation. This resulted in an electrical short where the sharp ends of the wire that penetrated the white silicone insulation had made contact with the metal wire underneath the wire insulation. ¿ next, the complaint vh-4000 hemopro2 tool was reconnected to the complaint lab's hemopro power supply (c-vh-3010) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. The hemopro power supply did not immediately start making an audible beeping sound that indicates electrical energy is not being delivered to the complaint vh- 4000 hemopro2 tool, which is normal. Next, the complaint vh-4000 hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint vh- 4000 hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the white bulkhead cable wire going to the normally open switch terminal and the sharp ends of the wires welded to the poly-fuse on the complaint vh-4000 hemopro2 tool. Out of tolerance consideration: an electrical issue occurred due to a short circuit caused by the sharp ends of the welded wires on the poly fuse penetrating the insulation of the bulkhead cable connector wire. This incident took place during positioning of the wires and fuse within the handle per work instruction 90523434 (handle assembly}. The shop floor paperwork for the hemopro 2 tool subassembly batches 3000475267 and 3000475309 (material number 90527943-01) was reviewed to identify the equipment used at the handle assembly station. Subsequently, an oot query was performed for the date range from 01-jul-2023 to 03-jul-2025. An analysis was performed, which confirmed that no equipment used in the handle assembly process (work instruction 90523434) was out of tolerance. See attached shop floor paperwork and oot query for objective evidence. Conclusion: the manufacturing engineering evaluation determined the root cause of the reported failure mode "electrical /electronic property problem" was a manufacturing issue causing an electrical short located at where the sharp ends of the welded wires on the poly-fuse had gone into the wire insulation of the bulkhead cable connector wire that is welded to the normally open switch terminal in the vh-4000 hemopro2 tool. This electrical short prevented the electrical energy from the hemopro power supply from going to the heating element in the jaws of the vh-4000 hemopro2 tool (complaint onetrack# (B)(4)).

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a procedure, the vasoview hemopro 2 was beeping when connected. It made a continuous beep sound and didn't work at all. Changed the long black cable and power supply before using the new device. A new device was used to complete the procedure. There was a procedural delay. There were no effects to the patient.